Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to an emergency room after a mechanical fall due to severe dehydration. The patient was indicated to have landed on the left side of their chest. The following day at a clinic visit, it was determined that the patients right ventricular (rv) lead and right atrial (ra) lead were both partially dislodged and the patient had a hematoma. Three days later, a lead revision procedure was performed to reposition the rv and ra leads. The procedure was noted to have been completed with excellent results. The rv and ra leads remain in-service. No additional adverse patient effects were reported.